Manufacturer narrative:
On (B)(6) 2020, mentor became aware that implants were disposed by the hospital staff due to covid-19. However, photos were sent for evaluation. On (B)(6) 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no damage was observed in the implant. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side breast asymmetry. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implants on both sides and experienced right side capsular contracture; baker grade iii, and left side capsular contracture; baker grade I. On (B)(6) 2020, mentor became aware that right device was discovered rupture during replacement surgery with catalog number 3505535; serial number (B)(4) on the left side, and with catalog number 3505535; serial number (B)(4) on the right side on (B)(6), 2020. Patient also experienced breast asymmetry issue. This report is for the patient¿s left-sided device.